Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube not being connected properly. The following was unable to be verified due to the blank display: dual square feature, weak battery alarm, rewind, basic occlusion, occlusion, prime, the excessive no delivery test, and the displacement test. No cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose has been high. Her blood glucose at the time of incident was 230 mg/dl. She stated that she felt thirst and that she treated her blood glucose level with the insulin pump. A tubing clamp was sent to the customer in order to perform a high pressure test, and the customer was advised to change her infusion set, reservoir, and insulin, and treat for diabetes per health care provider's instruction. The customer called again after receiving the tubing clamp, stating that the screen on her insulin pump sometimes goes blank and then the screen comes back intermittently. The customer stated that she changes the battery when the display anomaly occurs, but she receives weak battery alerts. Troubleshooting was initiated for the blank display. The insulin pump was returned for analysis and a replacement device was shipped to the customer.